Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional inquired about preventing audible alerts from a patient's implantable cardioverter defibrillator (ICD). The patient presented to the clinic due to an audible alert from their ICD that has been toning for the past four months. The patients ICD had triggered elective replacement indicator (eri) approximately nineteen months ago. Interrogation of the device indicated alerts for excessive charge time and charge circuit timeout. It was noted that the patient does not want to have device replaced. Patient has discussed with their physician the option of having the system explanted but has yet to decide on a specific plan. The device currently remains implanted. No patient complications have been reported as a result of this event.